Event description:
Initial result for a patient potassium was 6.6. When repeated, the result was 4.4. The incorrect result was not used to guide therapy. The field service representative was unable to confirm any malfunction of the system.